Event description:
A (B)(6) male pt underwent evar. The pt had the device implanted three years ago. On (B)(6) 2011, the pt presented with a controlled rupture due to a tear in the graft material. The tear was distal to the bifurcation of the zenith graft. The physician realigned the graft with a zenith renu convertor and the implant was successful.

Manufacturer narrative:
(B)(4). Ruptures are labeled in the IFU. Ruptures are labeled in the IFU. Event evaluation: still under investigation.